Event description:
The customer reported the visera 4k uhd camera control unit display an e117 error. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of e117 error was confirmed due to a printed-circuit board failure. In addition, broken side panel and a defective solid-state drive were observed. The probable cause of the malfunction is related to wear and tear damage caused with increasing use/time. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.